Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this complaint, attempts were made to obtain complete device information.

Event description:
Related manufacturer report number: 1627487-2019-13951. It was reported that the patient coded after the leads were placed during a perm implant procedure. Patient was revived and the leads were explanted. The procedure was abandoned. There were no lasting effects on the patient.